Event description:
It was reported that the customers' insulin pump was alarming no delivery. His or her blood glucose was 143mg/dl at the time of reporting. An infusion set change appeared to resolve the situation. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.